Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication errors b30 and e216 based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the unresponsive scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a communication error when plugged into the processor. There were no reports of patient harm.